Event description:
It was reported that during a biliary pta/stenting treatment procedure, the stent size was longer than what was stated on the box. The label on the box stated dimensions of 10 mm x 68 mm. The physician had started to deploy the wallstent within the bile duct, when he noticed it was longer than he had anticipated. He removed this product from the patient. The wallstent was deployed outside of the patient and when measured, was noted to be 66 mm in length. The physician had thought it was longer than the stated label dimensions. Another wallstent was used to successfully complete the procedure. No patient injury or complications were reported. It is noted that this product had been restrerilized x2.